Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure. The device was successfully removed from the patient without any problem. The procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.